Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown implant exchange". This record is for the left side. Device remains implanted.

Event description:
Patient reported "capsular contracture baker grade unknown implant exchange". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d4, d.6b, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "capsular contracture, baker grade IV and implant exchange". Device has been explanted.